Event description:
It was reported that during a total gastrectomy the hand switch on the device did not work. The foot switch was used to complete the case. There was no adverse consequence to the patient.